Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with bleeding lcd glass, moisture damage on the electronics and keypad traces. Insulin pump had a c cracked battery tube threads and minor scratches on display window. Insulin pump was unable to verify button error due to lcd anomaly.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer also reported that the insulin pump had recently been exposed to moisture and fluid was visible under the display. Blood glucose level was 119 mg/dl at the time of the call. No further information was provided.